Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and rupture : observed opening sharp assessed as an unidentified (tear) opening. ¿ delamination: no observed delamination in the device additional observations: ¿ wear abrasion observed in the device. ¿ white particles observed in the device.

Event description:
Physician observed "valve delaminated from shell" during surgery. The device has been explanted and replaced.

Event description:
Device has been explanted.